Event description:
It was reported that; the tulip head separated from the screw while reducing a spondy with the corkscrew persuader.

Manufacturer narrative:
Results: visual inspection of the blocker confirmed signs of overtightening, with rod indentations present on both sides of the blocker, which further supports the root cause. Visual inspection of the rod further confirmed overtightening of the blocker, due to material wear from the blocker pressing into the rod and material wear from the rod pressing into the tulip visible on the rod. Additional forces may have rotated the tulip relative to the bone screw and caused the separation of the tulip from the bone screw. Conclusion: the root cause was determined to be both over-tightening of the blockers past 12nm and reduction of rod while blockers were over-tightened.

Event description:
It was reported that; the tulip head separated from the screw while reducing a spondy with the cork screw persuader.